Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. It was also noted that the internal tube bearings had failed, the color band was faded and the etching was illegible. On follow-up, it was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
Device returned for non-specified repair. No patient impact reported. Repair request escalated to complaint on evaluation due to the footed portion being damaged by tool contact. On follow-up, it was noted that this was identified during cleaning and it was confirmed that there was no patient impact.